Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: small bowel resection. Event description: dr [name] was performing small bowel resection. The padded ends came off when using the inserts for the laparoscopic case. The surgeon had used this device many times prior to this event. There was no clinical impact to the patient as a result of the event. Another device was used to resolve the situation. Patient status: when using the inserts the padded ends came off and caused minor trauma to the bowel. Patient is unharmed and did not change to procedure performed in any way. Intervention: used another device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: small bowel resection event description: dr [name] was performing small bowel resection. The padded ends came off when using the inserts for the laparoscopic case. The surgeon had used this device many times prior to this event. There was no clinical impact to the patient as a result of the event. Another device was used to resolve the situation. Patient status: when using the inserts the padded ends came off and caused minor trauma to the bowel. Patient is unharmed and did not change to procedure performed in any way. Intervention: used another device.